Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 the patient noted the pump delivered two unprogrammed bolus doses of insulin. The dose of insulin delivered on (B)(6), 2012 is unknown, and the patient noted she received six units today via an unprogrammed bolus. The patient experienced no low blood glucose levels due to these bolus doses, and she experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention. The issue was not resolved, therefore this complaint is being reported.

Manufacturer narrative:
(B)(4): the pump powered on to the verify screen with both auditory and vibratory alarms functional. Review of the alarm history revealed no alarms related to the complaint. Review of the bolus history revealed a 6.0 unit bolus on (B)(4) 2012 at 1:53 am. Review of the black box confirmed a bolus was given on (B)(4) 2012 at 1:53 am with no alarms or warnings recorded. A test bolus was delivered with no difficulties noted. The pump was exercised for 24hrs with no unprogrammed boluses being duplicated. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.